Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center, which is an olympus asset with no reported complaint. During the device analysis the service repair technician indicates that no image was displayed, scratches on the lens and the coupler was stiff. There was no patient involvement.